Event description:
It was reported that an alert triggered for high impedance on the right ventricular (rv) lead. Fracture was confirmed. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.